Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the cocking lever be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The black cable has several tears and rips along the side of the cable. No pt consequences reported and no interruptions in the procedure.